Manufacturer narrative:
Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was defective. Customer has not provided additional details. No patient injury was reported. Material is available for investigation. No other information was provided.

Manufacturer narrative:
Device evaluation: since suspect product is not available for evaluation, the complaint issue was not verified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain the material. However, to date, no material has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.